Event description:
It was reported that a novum iq syringe pump displayed a system error 21502 (flange sensor failure). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection revealed adapter plate assembly and ac power adapter were missing. Functional testing was performed. At power up, the beacon was flashing red. The pump also alarmed se 21502, flange sensor failure, several times. The sensor calibration was performed and final release testing and the pump passed all tests. A review of the event history log (ehl) revealed flange sensor failure messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The mechanism and flange assembly, ac power adapter, adapter plate assembly, and barrel clamp assembly were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.